Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior and after the date of treatment. Log file review shows no abnormalities that could have contributed to the reported event. The respective treatment was completed to 100 % and without any interruption. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported cylinder regression in both eyes 1 month 8 days post lasik surgery. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye. Additional information has been requested.